Manufacturer narrative:
Submit date: 07/15/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that during operational checks, the unit alarmed less than half of the time. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the failing to alarm. The unit was triaged and the reported issue could not be confirmed. The unit passed all testing. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications.